Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were "hi" = 600mg/dl, and 220. Tests were done within 10 minutes with a difference of 82%. Patient did not experience any adverse events. Customer using expired control solution. No further information has been reported.